Event description:
Robotic fenestrated bipolar instrument was grasping tissue. Error message on screen stated, "remove instrument to continue working". Bedside assistant was unable to gain control of the instrument. Emergency release tool was used to release the hold on the tissue.